Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). We are unable to perform a DHR review for the alleged complaint since lot information has not been provided and sample part has not been returned for investigation. Lot information has not been provided and sample part has not been returned for our investigation.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4). Lot in august of 2010. Evaluation of the returned instrument showed that the jaws are slightly misaligned with each other thus validating the alleged complaint. Further evaluation shows that this instrument has the repair lot coding of r-02-17 on the stem signifying that it has been sent in for repair previous to the alleged complaint. Although the tips are slightly misaligned this instrument is able to pick up, retain, close and release clips as required of its function. All instruments were 100% inspected and function tested at time of manufacture as this is a standardized procedure at this facility. We are unable to determine what caused the alleged defect at the customer's site but mishandling during use or at the cleaning and sterilization process is suspected.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.